Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Customer's meter was not coded correctly at the time they reported the incident. They were using code chip 500 for the test strip lot 58944021 that corresponds with code 506. Customer could not state if the meter was coded correctly at the time of the incident because they do not check to confirm the code matches before testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number up01463024 compared to a laboratory using an unknown reagent. At 4:06 pm, the customer's there result was 4.3 inr. The customer believes a test was performed at the laboratory the same day but is not sure. The result from the laboratory was 1.9 inr. Customer was taken to the hospital for heart failure and was treated with lasix and had a heart catherization. The customer's therapeutic range is 3.0-3.3 inr. Customer tests on a weekly basis.